Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced to mid-nozzle. The trailing haptic is folded in on the optic. The leading haptic is extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported resistance could not be determined. No problems were found with the returned device. The plunger, lens and haptic positions are acceptable. The plunger is located at the trailing optic edge. There is no evidence of a plunger over/underride. The plunger is not deviated to the right. Top coat dye stain testing was conducted with acceptable results. (B)(4).

Event description:
Additional information was received from reporter. Injector deviated to the right after resistance was felt.

Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other similar complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) device was being prepared, resistance was felt when lens was advanced in the injector. Another lens was used instead. Additional information was requested.